Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 5ml saline fill china sp, foreign matter. The following information was provided by the initial reporter: on (B)(6) 2026, the patient's IV infusion was completed and the nurse was sealing the tubing with a prefilled syringe flush when she noticed a black stain on the front end of the catheter, which was not used, and was given a replacement catheter before sealing the tubing.